Event description:
It was reported that during a da vinci assisted procedure, the clip applier would not clip. The procedure was completed and there was no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter could not confirm the event date nor could they confirm a more specific failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The grips were unable to clip. Failure analysis found the secondary failure of cracked input disks to be related to the customer complaint. The instrument was found to have the grip input disks to be cracked. Improper cleaning during reprocessing most commonly caused this failure. Additional findings not reported by the site. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.